Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button and failed battery test. Customer's blood glucose level was 150 mg/dl. Customer stated the buttons were hard to press. The panel swell out. The customer took the battery out, changed it, and heard the air pressure go out of it. The device was not returned.

Manufacturer narrative:
The information provided with the initial report was incorrect. We have corrected the product code to ozp which has been updated on this report.